Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 438 mg/dl, 151 mg/dl, and 49 mg/dl. Customer was feeling low blood glucose symptoms when he obtained questionable results on his meter. He was able to self-treat with juice and felt better. No additional treatments or adverse events reported. Requested return of suspect device and replacement was sent.